Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the device broke during use and fluoroscopy was required to find the broken pieces in the wound. It was communicated that ¿all pieces were removed, surgery concluded with zero adverse events¿ with the use of a backup offset impactor. The requested operative reports and imaging had not been provided as of the date of this assessment; therefore, the root cause of the reported event could not be fully assessed. Per correspondence, no patient injury/harm or surgical delay was reported; therefore, no further medical assessment is warranted at this time. Should additional information/ documentation become available, the clinical/medical task may be re-opened for further evaluation. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery, device broke at the distal tip of the instrument. Fluoroscopy was used to find and remove all the broken pieces in the wound. A second offset cup impactor was available to complete the surgery without delay. The patient was not harmed beyond the described event.

Event description:
It was reported that during surgery, device broke at the distal tip of the instrument. Fluoroscopy was used to find the broken pieces in the wound. It is unknown if a delay occurred or how was the procedure concluded.